Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. However, the twiddler's syndrome allegation was confirmed based on the field report and the finding of counterclockwise twist in lead body from 6 centimeters (cm) to 19 centimeters (cm) from the terminal end of lead.

Event description:
It was reported that this right atrial (ra) lead caused the patient to experience twiddler's syndrome. Chest xray showed no capture at clinic check. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead caused the patient to experience twiddler's syndrome. Chest xray showed no capture at clinic check. The lead was explanted. No additional adverse patient effects were reported.